Event description:
Indication: paroxysmal nocturnal hemoglobinuria [marchiafava-micheli]. Dose or amount and frequency: maintenance: dilute 3300mg (33ml) in equal volume normal saline and infuse intravenously every 8 weeks over at least 42 minutes. Unsolicited communication: nurse reported leak in tubing during infusion causing a loss some of medication. Lot number and expiration date not provided. Exact tubing not specified. Unknown if the pt missed a dose or experienced an adverse event due to the defective device unknown if the defective device is available for return to the manufacturer. No additional information available. Reported to (B)(6) by: health professional.